Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, non-sustained rv oversensing alert due to post-paced t-wave oversensing was observed. Programming changes were made. The patient was stable and will continue to be monitored.